Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
On (B)(6) 2012: a (B)(6) male patient underwent aaa repair. The patient's anatomical form was suitable for endovascular repair and the procedure was consisted of placing of a main body, 2 iliac leg grafts in the contralateral side and an iliac leg graft in the ipsilateral side. No definite endoleak was observed and the procedure was completed. On (B)(6) 2012: at a follow-up, endoleak was observed but the physician determined it was not type I or type iii, and continued to take wait-and-see-approach. On (B)(6) 2012: the physician confirmed there still was the endoleak, but it has became smaller. So he determined the endoleak was likely to be type IV. He could not determine the type of the remained small endoleak and continued to take wait-and-see approach. On (B)(6) 2013: the endoleak is still observed. Additional procedure for the endoleak is not planned because the expansion of the aaa is not confirmed. The physician now is suspecting the endoleak is type iii from the suture holes from near the divider of the main body and some images will be provided to be reviewed for future treatment. The patient has not shown any problematic symptoms.